Event description:
(B)(4).

Manufacturer narrative:
On 04 august 2015 it was prepared a final report with the information collected during the investigation, already reported in the initial report. On 26 august 2015 the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
Batch review performed on may 12, 2015. Lot 147778: (B)(4) liners manufactured and released on feb. 13 2015. No anomalies found related to the problem. To date, (B)(4) items of the lot have been already sold without any similar issue reported. Lot 147305: (B)(4)heads manufactured and released on february 11, 2015. No anomalies found related to the problem. To date, (B)(4) items of the lot have been already sold without any similar issue reported. On apr 30, 2015 it was confirmed that there are no similar issue registered on the same sterilization lots of the liner and head. On may 11 2015 we have been informed that the explanted items will not return. On may 2, 2015 the (B)(4) made the following comment: the root cause is reportedly an infection. Infections are a known possible complications of total joint replacements. No reason to suspect it is implant related.